Event description:
It was reported that when the patient presented in hospital, atrial lead noise and low p-wave sensing amplitude were observed. The patient is pacemaker dependent. Programming change was made at this time. The lead was then explanted and replaced during the pacemaker upgrade procedure. The patient was stable.

Manufacturer narrative:
External insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can was found at 11.1 cm - 11.4 cm, and at 14.1 cm - 14.2 cm from the connector pin. This is consistent with the observation from the field of sensing anomaly and noise.